Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: visual analysis of the returned device identified: underweight, device appearance (observed 40 mm dark patch edge material inside gel device) and broken shell. A microscopic analysis was performed which identify a sharp edge opening assessed as unidentified tear opening and missing piece of the shell. Based on the device analysis the final assessment is a opening sharp in the patch/shell bond edge assessed as unidentified (tear) opening and a missing piece of the shell assessed as to inconclusive. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.